Manufacturer narrative:
The returned device revealed the implant detached from the delivery pusher. The delivery pusher exhibited evidence of thermal detachment. The root cause of this complaint was confirmed to be detached by the user. (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. It was reported that upon positioning the coil, it prematurely detached from the delivery pusher. The coil and microcatheter were removed successfully. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
The device involved in this event has not yet been returned for eval. Upon examination of the sample/completion of the investigation, a f/u medwatch report will be submitted. (B)(4).